Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air water-cylinder had foreign objects a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to damage on electrical connector and charged coupled unit, a noise image occurred. The most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had flickering image. The issue occurred during inspection for use. There were no reports of patient involvement.